Event description:
Clinical study. Same pt as MFR# 6000093-2007-00480. It was reported that 670 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 was identified in the saphenous vein graft (svg) to the first obtuse margin branch (om1) and was treated with predilatation and placement of a 3.50 x 32mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal left anterior descending artery (prox lad) and was treated with direct stent placement using a 3.00 x 12mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. Six hundred and seventy days later, a coronary artery bypass graft (CABG) was performed bypassing the proximal lad due to focal in-stent restenosis. In the opinion of the physician, the relationship of the in-stent restenosis to the taxus stent was probable. The pt was discharged six days later.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.